Manufacturer narrative:
Device 10 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 10 wafers from 1 market unit had off-centered starter holes. Out of these, 3 wafers were used and remaining 7 wafers were unused. With the 3 wafers that were used, the patient experienced leakage that she attributed to the starter hole being off-centered. She developed skin irritation with red skin under the wafer that she believed was caused by the leakage, and so she quit using the wafers from this market unit. Skin irritation had since resolved by using alternate wafers. Picture of the alleged malfunction was provided by the complainant.